Manufacturer narrative:
(B)(4). Per information provided by the distributor carefusion technical support shipped the distributor a replacement turbine assembly. A returned goods authorization (rga) number was also issued for the return of the alleged faulty turbine assembly for evaluation. As of august 10, 2015, carefusion has not received the alleged faulty turbine assembly.

Event description:
This complaint originated from a foreign distributor in (B)(4) . The distributor reported the following: "unit...having a vent inop and motor fault alarms; after inspecting the unit it was determined that the turbine is not working properly". No patient involvement. This incident occurred during testing.